Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issue was found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a distal radius fracture procedure, after repositioning and implanting the plate, the surgeon drilled the bone through the guiding block and quick drill sleeve. The va locking screw was inserted through the guiding block in a positioning hole. After locking, the surgeon confirmed the screw insertion. At this time, the surgeon noted that the va locking screw went through the distal row, most styloid hole. It was reported the screw was held to the thread of the plate. The surgeon removed the guiding block and confirmed the screw went through the hole. The surgeon implanted the plate and screws and the procedure was completed. Reportedly the surgeon chose fixed mode and also used the torque limiter 0.8nm in lock. This is 1 of 5 reports for the same event.